Event description:
During a remote follow up, episodes of myopotential oversensing were observed on the device. Technical support was contacted and also noted low r wave sensing. Technical support recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.